Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The interconnect cable was replaced by the customer. The system was found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had blank images on the left monitor. No pt injury was reported.